Event description:
Pt reported that back to back tests performed on their surestep meter were 187 and 127 mg/dl (38% difference). No symptoms were reported. Control solution test result (118) was in range. There was no allegation of harm.